Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation from the right ventricular (rv) lead. It was noted that the lead thresholds had increased over time to high levels. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.